Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter is inconclusive due to the condition of the returned sample. The product implicated and reported to be represented in the photograph returned is one per-q-cath 2fr s/l w/gw I catheter. An initial visual observation shows the alleged product underneath clear plastic material which is presumed to be a plastic bag. The entirety of the device is not visible as much of it is covered by a glare from the plastic material and the image is poorly pixelated. The t-lock, hub and portions of the catheter body are visible; however, the stylet is not. It is not apparent if the catheter has been trimmed. Printing and writing cover portions of the catheter body. Due to the quality of the photograph no breaks, leaks, or damage were able to be identified. Consequently, this complaint is inconclusive at this time. A lot history review (lhr) of reaq1367 showed seven other similar product complaint(s) from this lot number. The complaints for this lot number (reaq1367) have been reported from one korea facility.

Event description:
It was reported that the nurse found leakage during IV infusion therapy. It was stated the nurse was unable to locate the leakage point. The catheter was removed 10 days post placement.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter is inconclusive due to the condition of the returned sample. The product implicated and reported to be represented in the photograph returned is one per-q-cath 2fr s/l w/gw I catheter. An initial visual observation shows the alleged product underneath clear plastic material which is presumed to be a plastic bag. The entirety of the device is not visible as much of it is covered by a glare from the plastic material and the image is poorly pixelated. The t-lock, hub and portions of the catheter body are visible; however, the stylet is not. It is not apparent if the catheter has been trimmed. Printing and writing cover portions of the catheter body. Due to the quality of the photograph no breaks, leaks, or damage were able to be identified. Consequently, this complaint is inconclusive at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the nurse found leakage during IV infusion therapy. It was stated the nurse was unable to locate the leakage point. The catheter was removed 10 days post placement.